Event description:
It was reported while using facslyric 3l10c instrument there was biohazard leakage outside of the instrument and there was spray of fluid. The following information was provided by the initial reporter: was the leak fluid or air? Liquid. Was the leak contained within the instrument? Not contained. Was there spray of fluid under pressure? Yes, spray of facsflow mixed with sample what was the fluid that leaked? Biohazard. Did biohazard leak before or after waste line? After waste line. Was the waste mixed with decontamination or bleach? No. Was the customer/bd personnel physically in contact with the fluid? No. (B)(6) 2021, 10:50:51 (gmt): the needle drips on the sit flush. You have already taken the hose out of the v8 and massaged it to no avail.

Manufacturer narrative:
H.6. Investigation: ¿ scope of issue: the scope of issue is only limited to facslyric 3l10c instrument, part #659180, serial # (B)(6). ¿ problem statement: customer reported complaint of a leakage of biohazard from the sit not contained within the instrument. ¿ manufacturing defect trend: there are 0 qns (quality notifications) related to the reported issue. Date range from (B)(6)2020 to (B)(6)2021. ¿ complaint trend: there are 9 complaints related to a leakage from the sit needle not contained within the instrument. Date range from (B)(6)2020 to (B)(6)2021. ¿ manufacturing device history record (DHR) review: DHR part #659180 serial # (B)(6), file # 659180-659180-r659180000430-106252024-19, was reviewed. The instrument met all the manufacturing specifications prior to release. ¿ investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of the sit leakage not contained within the instrument was due to a disconnected v8 pinch valve tubing. Blockages and disconnections of the pinch valve can hinder the aspiration of the aspiration arm, leading to waste leakages and carryover between samples. During the initial contact with the customer, the customer was instructed to double check the v8 line. They had found that this tubing had been disconnected, and after reconnecting the line the instrument was functioning as expected. After the customer reported this, the tsr was unable to get in contact with the customer for 4 weeks. As there was no response to the customer contact, the issue was assumed to have been resolved or the customer didn¿t want a solution and the work order (wo-02073682) was closed. After the initial complaint of a leakage, there were no further reports of leakages and the instrument was functioning as expected. No parts were requested for evaluation as there were no parts replaced. Although the instrument sprayed facsflow with sample, the spray was not under enough pressure to significantly increase the risk of contact. Additionally, while a leak of biohazard can pose a risk of contamination upon skin contact, the customer confirmed that they did not come in direct contact with the leakage. This instrument was being used for clinical diagnoses but the results gathered during the incident were not used for treatment and thus did not delay or affect the patients in any way. Proper scheduled cleaning and other maintenance can help reduce the occurrence of failures within the fluidics system and can be found under ¿maintenance¿ in the bd facslyric clinical system instructions for use; #23-19938-02 rev. 1/vers. A. The safety risk is moderate, s3, and there was no impact to customer health or safety. ¿ service max review: review of related work order #: (B)(4), case # (B)(4) install date: (B)(6)2019 defective part number: n/a work order notes: o subject / reported: 659180 - facslyric 3l10c instrument - needle drips at sit flush o problem description: the needle drips on the sit flush. You have already taken the hose out of the v8 and massaged it - to no avail o work performed: the customer was contacted more than 3 times and asked for feedback - no response for 4 weeks. Problem seems either to be resolved or customer does not want a solution - wo will be closed. O cause: the customer was contacted more than 3 times and asked for feedback - no response for 4 weeks. Problem seems either to be resolved or customer does not want a solution - wo will be closed. O solution: the customer was contacted more than 3 times and asked for feedback - no response for 4 weeks. Problem seems either to be resolved or customer does not want a solution - wo will be closed. Internal notes: o (8/20/2021) ms. Krengel asked to check again whether she has correctly inserted the hose into v8 => now that it is completely is in, the problem is gone. ¿ returned sample evaluation: a return sample was not requested because there were no replaced parts. ¿ risk analysis: risk management file part # 10000063058, rev. 03/vers. X, bd facslyric system risk analysis was reviewed. No new hazards have been identified and the current mitigations are sufficient. Hazard(s) identified? Yes no o tfs ID: (B)(4) o ID: (B)(4) o reg status: ivd; ruo o hazard: exposure to biological sample o cause: back drip from injection port (sit) o harmful effects: harm to operator. (Exposure to stained sample). O risk control: sit design to capture back drops. Provide instruction for universal precautions. O reg link (tfs ID): 93132 libivd-did-262 sample preservation during pause o implementation verification: lsvn-1008-dp sit backflow control, libivd-se-15-51ir o effectiveness verification: lsvn-1008-dr, libivd-se-15-51ir o probability: 1 o severity: 3 o risk index: 3 o residual risk evaluation: a o new hazards: none ¿ o tfs ID: (B)(4) o ID: (B)(4) o reg status: ivd; ruo o hazard: instrument temporarily inoperable. Source: sit fmea o cause: sample line collapses preventing sample delivery. Tubing becomes worn/damaged during "stinger" operation. Low event rate. O harmful effects: 1) delay in results. 2) tubing must be replaced. 3) customer annoyance. O risk control: proper service loops for peeksil tube so that it does not wear and kink at the connection points. Reliability test to provide estimate life of peeksil tube and recommended replacement schedule. Reliability sit protocol o reg link (tfs ID): n/a o implementation verification: reliability life testing completed via protocol. Protocol name: liberty sit reliability test protocol. Libivd-se-15-72p o effectiveness verification: published reliability report which demonstrated at least 1.5 years of life with no significant damage or kinks. Report name: liberty sit reliability report. Libivd-se-15-72f o probability: 2 o severity: 2 o risk index: 4 o residual risk evaluation: a o new hazards: none mitigation(s) sufficient yes no ¿ root cause: based on the investigation results the root cause of the leakage not contained within the instrument was due to a disconnected v8 valve tubing. ¿ conclusion: based on the investigation results the root cause of the leakage not contained within the instrument was due to a disconnected v8 valve tubing. During the initial contact with the customer, the customer was asked to check the v8 line for proper connection. The customer found the issue was due to the disconnected line, reconnected it, and the instrument was functioning as expected. After the repair there were no further reported incidents. No one was harmed or injured, and no medical diagnosis was performed due to the leakage. The safety risk is moderate, s3, and there was no impact to the customer health or safety.

Manufacturer narrative:
Initial reporter phone#: (B)(6). Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using facslyric 3l10c instrument there was biohazard leakage outside of the instrument and there was spray of fluid. The following information was provided by the initial reporter: was the leak fluid or air? Liquid. Was the leak contained within the instrument? Not contained. Was there spray of fluid under pressure? Yes, spray of facsflow mixed with sample. What was the fluid that leaked? Biohazard. Did biohazard leak before or after waste line? After waste line. Was the waste mixed with decontamination or bleach? No. Was the customer/bd personnel physically in contact with the fluid? No. (B)(6) 2021 10:50:51 (gmt). The needle drips on the sit flush. You have already taken the hose out of the v8 and massaged it - to no avail.